Manufacturer narrative:
Device evaluation follow-up #2 submitted 03/08/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint of an intermittently responsive keypad. The keypad was worn but undamaged, and all keys responded appropriately. The cover was removed for investigation, and no issues were noted. The keypad flex connector is firmly seated and no signs of damage or contamination visible.

Manufacturer narrative:
Follow-up # 1 (B)(4): the pump was inadvertently reported as returned but not evaluated. The pump had not been returned to animas for evaluation by the date of the original submission.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the keypad buttons were intermittently unresponsive and the keypad felt worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.